Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who received unknown baclofen 2000mcg/ml; 255mcg/day in an implantable pump for intractable spasticity and other spasticity. The patient was seen for a refill on (B)(6) 2018. The expected reservoir volume (erv) was 8.6ml and the actual reservoir volume (arv) 9.0ml. Technical services and the hcp agreed this was an acceptable volume difference. Once the needle was removed from the refill septum following refill, clear drainage was seen. The hcp went back into the reservoir septum to the check the volume and expected to aspirate 30ml and got back 32ml. Technical services reviewed the extension tubing had a variance that could potentially add volume to pump reservoir volume. The hcp indicated they left the needle in after and added another 10ml in case it was not a pocket fill (so the patient would not go into withdrawal). It was noted the patient did have swelling in the pocket and thought the patient had a hematoma and dvt, but could not confirm. The patient was then sent to the emergency room for monitoring. No symptoms were reported. The hcp planned on performing a CT scan to decipher if there was fluid or blood in the pocket. No further complications were reported/anticipated. Additional information received from a healthcare provider reported there may have been a hematoma which was assumed to have developed during the refill as the patient was anti-coagulated. The results of the CT scan was unable to be determined. The patient was hospitalized overnight for observation and no adverse effects were noted. The pocket swelling and drainage was not completely resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provided reported the cause of the hematoma was not determined. It was presumed the hematoma was from anti-coagulant. The patient's weight was unknown as the patient was wheelchair bound.